Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log. The device's machine flow sensor and internal battery needs to be replaced to address the issues. There was evidence of contamination. In addition of the above evaluation, the device's blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, cooling fans, outlet side panel, and muffler assembly will need to be replaced due to contamination and software will need to be reinstalled.